Event description:
It was reported by the affiliate that the (1) tlc55 was used during a colectomy procedure. It was reported that the cutter was placed across the bowel and the firing knob was advanced. The knob advanced further than designed and in fact detached (fell off) from the stapler. Only 2-3 staples formed in the line and no cutting took place. The staples that there present were manually removed and the procedure was completed using another linear cutter. There was no pt consequence.